Event description:
The patient was admitted for change out of his generator for placement on the contralateral side due to infection. Per the doctor notes: "his most recent procedure was a year ago, when he again had a lead revision and generator replacement. Since that time, he has had persistent swelling in the pocket without sepsis or fevers." The patient underwent removal and replacement of the generator as well as removal of 3 leads. Per the operative note, "the device was delivered into the wound and the leads mobilized down to their insertion site in the subclavian vein. The device was disconnected from the leads and removed from the field. The patient had an adequate intrinsic heart rate and rhythm."a stylet was passed down each lead in turn and the active fixation devices withdrawn. Under fluoroscopic examination, the three leads were removed. This was an atrial lead, pace sense right ventricular lead, and the dual coil defibrillator lead, a sprint fidelis recalled electrode, where the pace sense portion had been disconnected and capped. All leads were removed without difficulty and examination of lead showed no evidence of vegetations grossly. Hemostasis was adequate. "The patient tolerated the procedure well, with no complications."